Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Capsule damage and separation typically occurred due to excessive compressive forces applied during the valve loading process. This excessive compressive force was typically experienced when the valve was loaded incorrectly. In this case, it was reported that the valve was noticed to have been misloaded during the first attempt, as a bent crown was evident; however, no fluoroscopic load check images were submitted for review, therefore it could not be independently determined if the valve was correctly loaded onto the dcs. The valve was removed from the dcs and loaded onto a new dcs. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received with the capsule fully open. The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appeared intact. There is no damage noticed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Voids were observed along the proximal end of the capsule. There is a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule, the capsule is held together by the outer layer of polymer. A kink was observed on the outer shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempt at loading this transcatheter bioprosthetic valve with this delivery catheter system (dcs), the capsule was found to be broken at the paddle attachment location. Discoloration was observed around the whole capsule and bumps were noted on the capsule at the paddle attachment point. The dcs was then replaced. No adverse patient effects were reported.